Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from the plastic part of the connector. This occurred during use for peritoneal dialysis (pd) therapy on the same day after the patient¿s transfer set was changed for routine maintenance. This was further described as ¿after half an hour it was put on to patient's pd catheter it started leaking from the plastic part of the connector¿. There were no holes or damage observed. There was no report of patient injury or medical intervention associated with this event, however, the patient was treated with antibiotics intraperitoneally (ip) as per protocol for wet contamination. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and no issues were observed. Integrity of seal surface testing was performed; the catheter adapter was connected to a lab titanium adapter and leak tested with acceptable results. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.